Manufacturer narrative:
Qc was in range. The system has been inspected by a siemens' customer service engineer. Maintenance is up to date. Siemens reviewed sample handling with the customer: samples are run the same day they are drawn in sst tubes. Samples are spun for 10 min at 3000, then serum is separated. Siemens continues to investigate. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained a reactive (positive) advia centaur xp sars-cov-2 total (cov2t) result for one patient. The initial reactive (positive) result was considered discordant when compared to the nonreactive (negative) repeat result. The pcr result was positive for the first test and negative for the second test. The customer did not report the result. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2021-00002 was filed on january 4, 2021. Additional information - april 15, 2021: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) lot 007 non-reproducible false reactive (positive) results. Results of the investigation indicate that although non-reproducible false reactive (positive) results were observed, the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval listed in the assay instructions for use (IFU); therefore the product is performing as intended. A product performance problem has not been identified. No further evaluation of the device is required.